Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure eight years ago, the lens has lost the transparency and has a milky aspect. The patient is experiencing low visual acuity. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a cartridge with an unspecified handpiece and an approved viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).